Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and could not duplicate the reported issue. Physio observed the device energy select and charge buttons on the device main keypad are not functional and the device is not able to charge for defibrillation. The charge button was observed stuck in the on position. Physio replaced the device's main keypad assembly to resolve the reported issue and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during a patient monitoring event, their device charged for defibrillation by itself. The customer advised physio that the patient was not connected to the device with defibrillation electrodes, they were performing an nibp reading. In this state the wrong defibrillation therapy would be delivered, if it were necessary. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Event description:
The customer contacted physio-control to report that during a patient monitoring event, their device charged for defibrillation by itself. The customer advised physio that the patient was not connected to the device with defibrillation electrodes, they were performing an nibp reading. In this state the wrong defibrillation therapy would be delivered, if it were necessary. This issue is patient related; however there was no adverse patient outcome reported by the customer.

Manufacturer narrative:
Physio-control further examined the removed main keypad assembly. Physio determined the cause of the reported issue was due to a short on the charge button. Physio observed that the right side of the charge button would short depending on how the keypad was manipulated. A shorted charge button prevent defibrillation in manual or AED mode.